Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer resumed insulin therapy. Reportedly, the customer was using cold insulin and using novolog insulin and trusteel infusion sets for longer than the recommended time frame for use, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.